Event description:
It was reported that the patient was experiencing drowsiness and vomiting. It was believed that the dosage may have been too high. Per the reporter, the catheter was 'redone' a few days prior because there was concern regarding drug delivery. The hcp had been trying to get the dosage properly adjusted. The type of medication, concentration, and daily dose being administered via the pump were not reported. Additional information has been requested from the hcp, a follow-up report will be sent if additional information becomes available.